Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. No excessive no delivery alarm noted. The insulin pump passed self-test, test and all operating current test were normal. No unexpected low battery or off no power alarm noted. The insulin pump received with minor scratched display window, cracked at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an unexpected restart after each battery replacement from the insulin pump. The customer's blood glucose reading was unknown.